Event description:
The customer reported that she was having issues with the insulin pump during priming because the tubing would be filling up after letting go of the act button. The customer reported that the act button is stuck. The customer's blood glucose was 126 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during the visual inspection. The insulin pump had no button response due to a flattened dome switch on the act button. Unable to perform the prime test due to keypad anomaly.